Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During delivery of cardioplegia solution, the display of the cardioplegia monitor intermittently flashed off and on. There was no pt injury as a consequence of this event.